Event description:
It was reported by the rep that the (1) 35nst was used on a diagnostic laparoscopy procedure. It was reported that the surgeon was placing her secondary trocar 35nst. Upon entry, the obturator tip collided with a 511nt cannula causing the tip of the trocar to fall into the cavity. The abdomen was deflated and the tip was left in the abdomen. The surgeon is very concerned with the object being left in the pt. A re-operation is questionable. The hosp has removed the lot from the shelves. 07/26/2000 this device was received instead of the originally reported device.